Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed every day. A field service engineer found that the retractor band cable was rubbing on chassis and wires exposed. A field service engineer replaced the retractor band cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer consistently experienced failures. The customer reported that the issue occurred when the anaesthesia provider attempted to administer medication to the patient resulted delay in patient care. There were no adverse events or injuries reported based on this incident.